Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
The a/w connector at the lg plug is loosened and leaky. Th scope has a fluid damage. Found out during the incomming inspection.

Manufacturer narrative:
Evaluation summary: as the device was returned but it has been still under investigation, we will continue to monitor it and create a supplemental report if necessary. Correction information: g6: follow up #1. H3: device evaluation. Additional information: b5: there was no report of patient harm. This event occurred at the time of during inspection. H2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.